Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box for the date of the alleged event was not available. No power on reset events were observed in the available black box. The battery compartment was cracked above and below the bumper pad. Corrosion was observed inside the battery compartment. The battery cap was not returned. A test battery cap was able to fit to maintain an electrical connection and was used to complete a 24 hour duration test. No power on reset events were duplicated during this time. A leak test failed due to a battery compartment leak. The pump cover was removed to find bo further evidence of moisture on the printed circuit board or internal components. No damage was found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was noted that there was moisture within the battery compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.